Event description:
On (B)(6) 2014 it was reported that the patient¿s battery status had been at end of service.

Event description:
Clinic notes were received on (B)(6) 2014 which reported that the patient was having an increase in seizures and that the vns battery is exhausted. The patient was noted to have gone to the emergency room that day with 16 seizures, 29 total seizures. It was noted that over the past few months the physician had noted that the battery was low and then found it to be expired the previous friday. The patient underwent generator replacement due to end of service on (B)(6) 2014. The explanted generator could not be returned for product analysis as it was discarded.